Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 44mm liner h. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "hip revision situation. Took out trident x3 liner 44mm h alpha code, 44mm metal head and accolade I stem. Hip was dislocated on pre op x-ray."

Manufacturer narrative:
The device was not returned. An event regarding dislocation involving a trident liner and a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not available.. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review could not be performed as the lot ID is unknown. -complaint history review could not be performed as the lot ID is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported, "hip revision situation. Took out trident x3 liner 44mm h alpha code, 44mm metal head and accolade I stem. Hip was dislocated on pre op x-ray."